Manufacturer narrative:
The product was not returned therefore no evaluation could be completed. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.(B)(4)

Manufacturer narrative:
Product not returned to manufacture.

Event description:
Reported that abutment screw fractured and the screw fragment remains within the implant.